Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported. The patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified atrioventricular artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported. The patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. A visual and microscopic examination of balloon profile identified a longitudinal tear across the main body of the balloon. Multiple kinks were identified along the hypotube shaft. A kink was identified on the shaft polymer extrusion, 5cm from the port exchange. Microscopic examination of tip showed no signs of tip damage. The distal and proximal markerbands identified no damage. No other device issues were identified during returned product analysis.